Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during initial drain. The home patient (hp) stated he forgot to open the patient line clamp during prime, so patient line did not prime fully. The hp connected and pressed go to start initial drain. A baxter technical service representative (tsr) advised the hp that air had entered the setup and explained that the hp would need to re-prime patient line before connecting when there is an incomplete prime. The tsr advised the hp to start over with new supplies. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.